Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a nurse found three bd q-syte¿ luer access split-septum stand-alone devices leaking "from the periphery of the plastic component when connected with the infusion set." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Device/batch history record review findings: sub-assembly lot 6323667; was built on qfa line3, from 16nov2016 thru 21nov2016 for the quantity of (B)(4) ea. All required challenge samples and testing was performed per specification in accordance with the in-process sampling plans. Set-up and in-process samples (including but not limited) bond/weld strength and leak testing were performed throughout the process, all the inspections passed per specifications. No significant discoveries were disclosed as it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one q-syte unit along with an empty open package from lot number 606485. Visual/microscopic examination: the septum was molded using the 16 cavity mold. Severe damage (tears) was observed starting at the slit of the tops septum and forming a ¿u¿ tear. Slight damage (tearing) was observed on the edge of the septum top disk, but no disconnection from the rim was present. Upon insertion of a male luer probe, it was observed the top tear was pushed within the top body. The flow test was performed by connecting the female luer of the q-syte to the male luer of the flow tester fixture. Although the q-syte septum revealed resistance upon insertion (due to the damage on the top disk), fluid flowed into the q-syte and out and met specification (minimum flow rate specification of 1 liter/hour) with a result of 212.80g which equivalent to 12.81 l/hr. The unit leaked through the vent hole during the water leak test during the actuated position. The unit did not leak in the un-actuated position. Damage (tears) was observed in the slit of the septum bottom disk. Conclusions: the flow rate test met manufacturing specifications. The water flowed through the unit. The top and bottom slits revealed damage (tears). The unit leaked through the vent hole during the water leak test during the actuated position. The unit did not leak in the un-actuated position. The defect of leakage was confirmed. The defect of flow rate slow was not confirmed. Although the flow rate result passed per specifications, the slit tears (observed) could be a contributive factor for the failures of leakage (confirmed) and flow rate, this type of damage is normally attributed to incorrect usage or excessive actuations. A formal corrective action will not be initiated at this time. A definite root cause that caused the damage observed with the returned unit could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported a nurse found three bd q-syte¿ luer access split-septum stand-alone devices leaking "from the periphery of the plastic component when connected with the infusion set." There was no report of exposure, serious injury or medical intervention.